Event description:
On (B)(6) 2012, the lay user/ reporter contacted lifescan (lfs) alleging her son's onetouch ping meter was "shattered inside" so she was unable to test her son's blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 11am, the patient's mother discovered the alleged issue. The reporter stated the patient uses humalog insulin pump therapy to manage his diabetes. The reported stated the patient made no changes to his diet, activity level or medications on the day of the alleged issue. The reporter stated 30 minutes after the alleged issue occurring, the patient felt "dizzy." The reporter stated she tested her son's blood glucose on a backup onetouch ultrasmart meter and obtained a result of "155mg/dl" on (B)(6) 2012 at 12pm. The reporter stated she then treated him with an unknown dose of humalog insulin on (B)(6) 2012 at 12pm. At the time of troubleshooting, the cca documented this was not the first time the meter had been used, there was no misuse of the product. Replacement products were sent to the patient. Based on the information provided, the alleged issue did not cause or contribute to a serious injury. The patient's mother did not report any blood glucose readings, symptoms or medical intervention that suggest a serious complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.